Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified mid left anterior descending (lad) artery. The physician attempted to direct stent the target lesion with a 2.50x12mm taxus express2 drug eluting stent (des), however, the des was not able to cross the lesion. Upon removal of the device, the stent was flared. Plain old balloon angioplasty (poba) was performed with a 3.00mm unspecified balloon and then another of the same device was successfully deployed. No patient complications were reported with the patient's current condition listed as "good".